Event description:
In 2008, I bought a brand new 1800pvs portascope migs video scope from 1800 endoscope company. After I had the unit for 60 days, it broke. The monitor lost its picture. So I called the company and they asked me to send it back for repair, so I did that. After receiving it, they checked it out and found that it can't be fixed and offered to replace it with new 1800pvs portascope migs video scope. I agreed on that. After I rec'd the new unit, I tried to turn it on and the knob fell into the housing of this brand new unit. I called again and explained the problem. The rep told me that these portascopes are not that good, they have nothing but problems with them and they are not going to sell it any more and if I can send it back so they can see what needs to be done. After rec'd it, they contacted me with bad news. Unit can't be fixed again. At this point, I have lost faith in this company and wanted my money back. I have told this to the company's rep and expressed my bad feelings and also I was afraid to lose my money. I have spent a lot of money on a product that I can't even use. The first unit I have used 2 times, and the second zero times. At this point, I told the rep that I want my money back. The rep told me that they will take care of me and not to worry. They will send me a brand new unit, a better build with more options. The unit part # is 1800pvsw portascope video scope system. It sounds very good. I agreed on it, on one condition, if I can have one year warranty. He assured me that because this new unit is better built and he can stand 100% behind, he can give me this one year of warranty. I accepted it and the new unit was sent to me in 2009. I guess I have bad luck or the units this company sells are not good as they claim. The new 1800pvsw portascope video scope system broke six months later, after I used it 5 times. I called the company and told them about the problem that I have. They advised me to take the part that is given me problems - insert tube - and send it for repair. After they rec'd the insert tube the following month, I called and found out that it will need a new tube and will cost me more money. I asked why they want to charge me if this is under warranty? They told me that this brand new only 8 month old unit has only 90 days warranty and the used units have one year warranty. After that I asked for the rep, and they told me that he no longer works there and that he probably lied to me about the warranty. So, now I would like for 1800 endoscope to send me a new insert tube for no charge because it is under one year warranty per our agreement with the rep. I also checked their warranty policy and found that my scope is covered under the one year warranty policy.